Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: model number -additional information d4: catalog number - correction d4: lot number - additional information d4 expiration date - additional information d4: UDI - additional information h2 type of follow up: correction/additional information h4: device mfg date - additional information h6: additional information h10 corrected data.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.